Event description:
It was reported that a 29mm epic plus mitral valve was implanted two years ago. On (B)(6) 2026, the patient experienced loss of consciousness due to the block. A redo mitral valve replacement was performed. The explanted valve had pannus on it. The leaflets were intact and the valve appeared normal. A new 29mm epic plus mitral valve was implanted. The patient was reported stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.